Manufacturer narrative:
This supplemental report is being submitted to provide the lm investigation. The legal manufacturer (lm) reviewed the content of this complaint for further investigation. The lm reports that the root cause could not be identified. The legal manufacturer provided the following possible causes for the reported event are presumed as follows: investigation result was used to determine the cause, but it was not possible to determine the true cause. From the evaluation information, it is confirmed that the pins inside the connector are bent. This phenomenon is presumed to have occurred due to a bent pin inside the connector. As for the bending of the pins inside the connector, there is a possibility that foreign matter had adhered when inserting or removing the video connector, the video connector to be inserted was damaged, or an unintentional external force was applied without inserting or removing it straight. The legal manufacturer confirmed the description of this event was in the instructions for use. The legal manufacturer confirmed the details of the instructions for use at the time of product release. The following entries are provided. It is concluded that indication phenomenon can be prevented by this. Important information ¿ please read before use do not apply excessive force to this video system center and/or other instruments connected. Otherwise, damage and/or malfunction can occur. Video connectors are broken and cannot be connected. As the results of the DHR review, it was confirmed that there was no abnormality in manufacturing, concession, and variation. Confirmed that there was no variation.

Manufacturer narrative:
The unit was returned to the service center for evaluation. The customer¿s complaint of an ¿e315¿ error was not confirmed. A bent pin was found inside the unit¿s connector which most likely caused the receptacle board to become faulty. In addition, the unit was found to have out dated software and a faulty main switch. The exact cause of the reported cannot be determined at this time. The investigation of this event is ongoing and if additional information is received this report will be supplemented accordingly.

Event description:
The service center was informed that during preparation for use, an ¿e315¿ was observed on the video system. There was no patient involvement.